Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, upon inflation at the lesion area, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.